Manufacturer narrative:
The tech found the trend assembly was very dirty and in need of cleaning. The tech cleaned the trend assembly to repair the bed.

Event description:
The account alleged the reverse trendelenburg function is not engaging.